Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal curved jaw sealer & divider stopped operating due to the handle section having grip issue. This malfunction occurred during a therapeutic esophageal cancer procedure. This procedure was completed using a similar device. There were no reports of patient [harm/involvement].

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, and a correction to b5 from the previous report. The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the reported event was not reproduced. This device met specifications. The visual inspection returned device had no mechanical damage. Functional testing was performed using returned device to verify proper operation. The jaw lever could be gripped firmly, and it demonstrated sufficient gripping force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient injury or harm.